Event description:
The customer reported being hospitalized due to low blood glucose and heart condition. The customer stated that she disconnected from the insulin pump, and put the device in suspend. The customer attempted to change the reservoir, but it was in stuck in a loop. Assisted the customer to rewind and she received a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.